Event description:
It was reported that during the pulse generator replacement, it was noted that the lead insulation was damaged. Lead impedance of less than 200 ohms was noted before. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.